Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and indicated a possible contamination issue. Ts went over log review with customer, and per recommendations they performed a thorough cleaning and ran blanks that were all negative. However, there were still some high CT values, so ts had customer continue to run and monitor for recurrence. Customer reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all false/discrepant/questioning results complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of false/discrepant/questioning results, confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported possible contamination after observing an increased number of positives for their sars-cov-2 pcr runs across three of their panther fusion instruments: sn (B)(4). Customer then decided to rerun 77 positive samples from panther fusion instruments 01560 and 01565, and only 24 repeated positive (worklist and sample ids not specified. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.